Manufacturer narrative:
(B)(4) - an external, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray and scale were not obstructed. A simulated treatment was performed and completed without any problems occurring. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by a peritoneal dialysis patient that they drained out 209% of his fill volume. The patient was able to complete treatment. The patient had a drain 1 of 3938ml and his largest fill was 1860ml. The reported large drain of 3938ml was 209% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's nurse reported he did not require any medical intervention. The patient did not report any adverse events.